Event description:
It was reported that doctor (B)(6) converted a previous bi-polar to a total; used our head and zimmer cup and insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.